Manufacturer narrative:
(B)(4). Batch # n5320t. The analysis results that one psee60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device was loaded with a cartridge and fired onto tissue. The cartridge was then removed by the scrub nurse, the scrub nurse then could not reload the gun with another cartridge; when she tried she noted that the cartridge seemed loose in the anvil. She removed the cartridge to check and it appeared that inside the anvil looked like it was upside down or loose. It appeared that the inside of the anvil didnt look as it normally does. She was not confident to continue using the stapler and regardless she couldn't load a cartridge securely and so a new stapler was opened which worked with no problems. There were no adverse consequences for the patient reported.